Manufacturer narrative:
Due to the patient's condition, there are no plans at this time to replace the device. Additional information was received indicating the patient expired due to complications from pneumonia. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was in sustained ventricular tachycardia (vt). Multiple external shocks were delivered to convert the patient. It was reported the shock pads were placed over the pacemaker location. The device was interrogated post the external shocks and no anomalies were noted. During the interrogation power was lost to the programmer. Once power was restored the device was unable to be interrogated again. There was a concern the external shock delivery damaged the device. No adverse patient effects were reported.